Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: testing confirmed that all keypad buttons respond to presses intermittently. The keypad was removed for investigation and contamination was found under all button contacts. Additionally, the battery compartment was found to be cracked. Unrelated to this complaint, a force sensor calibration test revealed sensor is not detecting correct force. The resistance on the force sensor was measured and found to be out of specifications. The pump was opened and contamination was found on the force sensor shim.

Event description:
On (B)(6) 2012 the patient contacted the animas corporation and reported that after a battery change the keypad buttons became unresponsive. The patient denied any trauma to the pump. The patient claimed the pump was worn in a pocket and was not cleaned. There is no reported adverse event with this complaint. This report is made based on the allegation of a keypad malfunction.